Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, inflammatory polyarthritis, joint pain and bloating. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, migraine and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 discrepancy as per pfs.(B)(6) 2009 as per mr. Right implant 3 coils, left implant 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory essure coil placement with bilateral tubal occlusion.. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Lot number: 626160 manufacturing date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, inflammatory polyarthritis, joint pain and bloating. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, migraine and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 discrepancy as per pfs.(B)(6)2009 as per mr. Right implant 3 coils, left implant 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory essure coil placement with bilateral tubal occlusion.. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: reporter added, lot number added, medical device , lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, migraine and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated to "dyspareunia (painful sexual intercourse),". Events : pelvic/abdominal, fatigue, migraines were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.